Event description:
Report received of possible tampering. The pump was set up to deliver an unspecified concentration of morphine with unspecified pump settings. The patient was described by the customer as "very abrasive and provocative." The nurse reported that she came into the patient's room and found that the patient had pulled the IV out, removed the morphine syringe, thrown the syringe on the floor, and relocked the pump door. The customer contact stated that it is not clear whether the door was locked as stated by the nurse. The nurse reported that when she questioned the patient as to how patient got the pump door open, patient "winked" and would not tell her. The patient did not bolus with medication or tamper with the syringe. The amount of medication remaining in the syringe was what was expected to be remaining. The customer reported that there was no suspicion of any drug seeking behaviors of either the patient or the staff. The pump was removed from clinical service and the doctor changed the patient's pain medication. The patient reportedly signed out of the hospital against medical advice at an unspecified time following the event. There was no reported adverse patient reaction. Though requested, no additional information was available.